Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Bd was able to verify the defect on the returned sample. A CT was performed which verified the catheter damages that could lead to a leak. Based on the investigations performed the failure in question may have occurred due to a punctual failure of fledge in the component of the catheter assembly machine called swedge pinn, however, no data were evidenced that could prove this possible root cause. No records of nonconformities. H3 other text : see section h.10.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked blood during use. The following information was provided by the initial reporter, translated from japanese to english: "when drawing the needle, blood leaked from around the catheter. Hcp suspects there may be a hole in the catheter."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked blood during use. The following information was provided by the initial reporter, translated from japanese to english: "when drawing the needle, blood leaked from around the catheter. Hcp suspects there may be a hole in the catheter.".